Event description:
Patient was complaining about discomfort. System was explanted and a new system was implanted on the right side. Should additional information become available, this file will be updated.

Event description:
Patient was complaining about discomfort. System was explanted and a new system was implanted on the right side. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Discomfort was observed following the implantation of this biotronik device. Therefore, the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In conclusion there was no indication of a material or manufacturing problem.